Manufacturer narrative:
Evaluation summary: the lens was returned for evaluation. Haptic and optic damage was observed. Solution is dried on the lens. Results from the product history record review indicated the product met release criteria. The customer indicated the use of an approved cartridge. The product history records could not be reviewed for the cartridge lot because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. It is unknown if the approved component of the viscoelastic was used. The handpiece information was not provided. The product investigation could not identify a root cause for the reported posterior capsular tear. No information was provided as to how it occurred. The lens damage was observed. While we are unable to determine the root cause of the damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution, the damage is most likely related to customer handling. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A nurse reported during an intraocular lens (iol) implant procedure, a broken haptic was observed once in the eye. The iol was removed and replaced with a different iol during the same procedure. No patient harm. Additional information was received from the nurse, who reported that when the haptic was observed to be broken the capsular bag also broke. The surgeon then replaced it with a different iol model.